Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned units and confirmed the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. The root cause was determined to be the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. A corrective action project has been initiated to investigate the issue. Investigation conclusion: bd was able to confirm/ reproduce the incident in question. Investigation comments: after analysis of the photo and of the returned samples from customer, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. We received 25 opened and unused samples returned from customer of batch: 6253500 from angiocath 24gx0.75. After visual analysis of the products under magnification, it was possible to confirm the presence of silicone droplets on the catheter of the samples of the photos. However, samples of the photos ¿(B)(4)" could not visualize silicone droplets on the catheter. The final assembly batch: 6232119 used in the claimed final product batch: 6253500 of angiocath 24g x 0.75 in were tested for presence of "foreign / non-foreign matter" and were not evidenced records of this defect. There are no quality notification (qn) or non-conformity report records of foreign and no foreign matter for the claimed batches. Root cause description: based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. For more details on root cause check CAPA # (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign particle was found on the catheter of a 24 g x 0.75 in. Bd angiocath¿ IV catheter before use. No injury or medical intervention.